Event description:
(B)(4) "the lead impedance was high and the physician thought it to be associated with the device." It also has intermittent output and was unable to obtain telemetry. Patient received another lumax 340 dr-t, (B)(4). Linox sd 60/16, (B)(4), MDR 1028232-2009-01477.